Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jul2020.

Event description:
It was reported that while in use the ventilator shutdown. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the unit powered on normal both when plugged into alternating current (ac) and on battery. The se replaced the power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 15jul2020 b4: (B)(6) 2020 information was received that at the time of the event the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No medical intervention was required due to the event. Patient information was not available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.